Manufacturer narrative:
User shared several details of his catheterization regimen some of which are known to contribute to the potential for contracting urinary tract infections in some individuals. These potential contributors include a large void volume in the morning, which is often associated with elevated bladder pressure, and routinely using alcohol skin preparations, which can dry out the skin and leave it more prone to infection. This information was shared with the user and he was encouraged to discuss with his doctor. The cause of the infection was not determined by user's doctor.

Event description:
User reported a urinary tract infection coinciding with his routine urinary catheterization regimen. User did not experience any bleeding or cut that may make him more susceptible to infection and no device malfunction reported. User prescribed antibiotic and has recovered.